Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed. Data analysis showed the device delivered an inappropriate shock due oversensing of motion-related activity. Technical services (ts) discussed troubleshooting and programming recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.